Event description:
It was reported that the external pulse generator had sustained visible damage. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event of visible damage, the display lens was cracked. It could not be confirmed that the display was broken. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. This analysis confirmed the pcb failures found during repair of the device caused by a defective integrated circuit component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.